Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire was reported. The patient's father stated the patient removed the sensor at school because it had stopped working. When he removed the sensor, the wire detached from the sensor pod and remained in his skin. The patient was evaluated at his endocrinologist's office and the office nurse removed the wire without incident. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.